Event description:
This report was received from (B)(4) and is a clinical report from an (B)(4) study by a physician from the (B)(6) of bacterial peritonitis in a (B)(6) old caucasian male subject coincident with extraneal viaflex, physioneal 40, and nutrineal pd4 therapies. On (B)(6) 2009, the subject was diagnosed with bacterial peritonitis manifested by cloudy effluent, abdominal pain, nausea, and vomiting. On (B)(6) 2009, the subject began treatment with cefuroxime and gentamicin (doses and frequency were not reported). On (B)(6) 2009, the nausea and vomiting resolved. On (B)(6) 2009, cefuroxime and gentamicin were discontinued, and the subject was switched to vancomycin (ip, dose and frequency not reported). On (B)(6) 2009, the abdominal pain resolved. On (B)(6) 2010, treatment with vancomycin was discontinued. While causality in this incident was not reported, the physician stated that it was believed to be related to a failure to do exchanges in a clean environment.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the reported condition was not confirmed and root cause of this incident could not be determined.